Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to capture and stylet could not advance into the lead. The ra lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of failure to capture and the stylet could not be inserted were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was evaluated with the stylet and did not find any restriction or obstruction.